Manufacturer narrative:
Date sent to the FDA: 07/03/2013 additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and a stage 3 cystocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. The patient underwent removal of first mesh as well as operative cystoscopy on (B)(6) 2010 due to urinary incontinence, infections and pain. The patient underwent cystoscopic removal of foreign body mesh and urethrocystoscopy on (B)(6) 2012 due to urethral mesh erosion. The patient underwent a total vaginal hysterectomy, vaginal vault suspension to high uterosacral ligament bilaterally, removal of foreign body mesh from the anterior segment of the vagina, anterior and posterior repair, suburethral sling (monarc), and cystoscopy on (B)(6) 2012. No additional information was provided. (B)(4) - urinary problems; undefined recurrence; dyspareunia; in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient underwent a gynecological procedure on (B)(6) 2010 and more mesh was used. It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and another mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of five medwatches being submitted. See also medwatch 2210968-2012-06033, 2210968-2012-06034, 2210968-2012-06035 and 2210968-2012- 06036. The same patient is represented in each medwatch.